Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high impedances and failure to capture. The lead was discarded and therefore unavailable for return. The procedure was completed successfully, no adverse patient effects were reported.